Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the patient experienced an infection. The event occurred approximately (B)(6) 2013. No culture or antibiotic information was available. There was a csf (cerebral spinal fluid) leak at the catheter implant location. The patient¿s catheter and pump were explanted and not replaced. The patient was not receiving intrathecal therapy due to the explant. The patient status was alive - with injury. The pump was delivering lioresal. Additional information has been requested, but it was not available at the time of this report.